Manufacturer narrative:
The patient continues on lvad support with no further issue reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for a gi bleed due to a recurrent arterio-venous malformations (avms). The patient was transfused and anticoagulation was held until bleeding subsided. No alarms were reported for the event. The inr was changed to less than 1.5 to prevent further bleeding from the avms.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal (gi) bleeding could not be conclusively determined. The patient had a previous complaint of gi bleeding (reference MFR's medwatch # 2916596-2014-01260) and remains ongoing on pump support. No further events have been reported. A review of device history records showed no deviations from manufacturing or qa specifications. The instructions for use lists bleeding as a potential adverse event that may be associated with the use of the device. No further information is available. The manufacturer is closing its file on this event.